Event description:
It was reported that the primus switched off during an ongoing anesthesia. After switching it back on, the case could be completed without problems.

Manufacturer narrative:
The investigation is ongoing. We will provide our results within a separate follow-up report.